Manufacturer narrative:
Peach et al. "Two-stage revision for the treatment of the infected total elbow arthroplasty." Journal title. 95-b:1681-1686 no device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following could not be completed with the limited information provided. Age or date of birth ¿ ni, weight ¿ ni, date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - the article was written by c.a. Peach, s. Nicoletti, t.m. Lawrence and d. Stanley., device manufacture date.

Event description:
It is reported in a journal article that two patients indicated low mayo elbow performance scores following elbow arthroplasty. No further information is available.